Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a coil, a pusher wire and an introducer sheath were returned for analysis. The coil was returned in the introducer sheath, interlocked with the pusher wire. The pusher wire however was broken and the majority of the pusher wire was outside the introducer sheath. The ss coil region of the pusher wire was found to be highly stretched and the breaking point of the wire. The pusher wire was found to be kinked in two locations. To retrieve the coil and the attached portion of the pusher wire, the introducer was cut. The coil was found to be highly stretched. Microscopic examination revealed the core wire of the pusher was broken, the coil was stretched and its interlocking arm was intact. The coil¿s zap tip was round and smooth. The number of fiber bundles was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on product analysis approved on (B)(6) 2013. It was reported that a coil was stuck. The severely tortuous target lesion was located in the internal iliac artery. During the embolization treatment procedure, a renegade - 18 micro catheter was advanced to the target lesion and 6 interlock detachable coils were deployed with no issues. The physician then inserted this 14mm x 30cm interlock detachable coil and advanced it into the microcatheter. The physician then pulled the coil back within the microcatheter and it became stuck. The procedure was completed with another of the same device and the same renegade catheter. No patient complications were reported and the patient's condition is good. However, device analysis revealed missing fiber bundles.